Event description:
The pt (france) was implanted with a surgical lead on (B)(6) 2011. It was reported the pt was without stimulation. Diagnostic test revealed invalid impedance measurements. A break in the lead was observed upon visual inspection. Surgical intervention was undertaken on (B)(6) 2011 to explant the pt's lead. No further issues were reported.

Manufacturer narrative:
Evaluation: results: microscopic inspection of the returned lead revealed a kink with all broken wires 11.5 cm from the stimulation end. The 5th electrode was detached from the paddle with the underlying wire penetrating the substrate. As there was no breach of the outer tubing of the lead, the damage is consistent with an overstress condition while the lead was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.